Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant of the right atrial (ra) lead the patient went home and started having symptoms. The cause of symptoms was diagnosed as pericardial effusion by the physician. He aspirated the fluid and the patient was kept under observation. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.